Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 60 indicating a bluetooth communication error, persisted after multiple restarts, and required replacement; the user continued diabetes therapy using long-acting insulin during the interruption. Symptoms included no adverse health effects. Outcomes included no medical intervention beyond use of long-acting insulin and no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a communication malfunction consistent with a ble board communications error that was not resolved by restart, necessitating device replacement. Physical investigation revealed that the sealant failure in the housing eventually led to fluid ingress, which caused corrosion and resulted in the cessation of bluetooth functionality. This issue triggered alert 60, confirming the patient's complaint.